Event description:
It was reported that a dialyzer leak occurred during a patient¿s hemodialysis (hd) treatment which resulted in blood loss. The leak started before the treatment was initiated. The operator thought they resolved the issue by adjusting the ¿red dialyzer coupling¿. However, after the treatment was started they noticed the leaking continued. They adjusted the red coupling again, but the leaking did not stop. At this point they realized the leak was coming from above the coupling. No blood was observed to be leaking; it was only clear fluid (or "drops") noted. The leak was not coming from any connection - it was coming from a component on the dialyzer. There were no machine alarms that occurred. The operator believed there was a crack on the dialyzer. However, there were no obvious signs of a defect or physical damage. It was confirmed there was blood loss because the patient's blood was discarded with the set up. There was no patient injury, no adverse event occurred, and no medical intervention was required. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a dialyzer leak occurred during a patient¿s hemodialysis (hd) treatment which resulted in blood loss. The leak started before the treatment was initiated. The operator thought they resolved the issue by adjusting the ¿red dialyzer coupling¿. However, after the treatment was started they noticed the leaking continued. They adjusted the red coupling again, but the leaking did not stop. At this point they realized the leak was coming from above the coupling. No blood was observed to be leaking; it was only clear fluid (or "drops") noted. The leak was not coming from any connection - it was coming from a component on the dialyzer. There were no machine alarms that occurred. The operator believed there was a crack on the dialyzer. However, there were no obvious signs of a defect or physical damage. It was confirmed there was blood loss because the patient's blood was discarded with the set up. There was no patient injury, no adverse event occurred, and no medical intervention was required. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was confirmed to be available to be returned for manufacturer evaluation.